Manufacturer narrative:
The viasys service dept. Tech evaluated the blender and was unable to reproduce the reported event. Thus no root cause was determined. The viasys service dept. Tech did find during the eval that the n2o alarm to be set too low, however, it did activate. Additionally, the n2o/o2 concentration was set to the low side throughout its range. The viasys service dept. Tech performed a complete calibration on the blender and ran the blender through a complete checkout to ensure that it meets all factory specifications. Upon completion, the blender was returned to the customer ready to be placed back into service.

Event description:
The following description of the event was reported to viasys by the user facility via phone conversation. "The unit has already been overhauled apparently been doing these blenders for them for years. They have nitrous wall source and when they are having difficulties as mentioned below they switch to the tank nitrous they have in the room and everything works as advertised. The unit when set 100% and the knob is moved to 30% unit stays at 100% no alarms and the mix stays at 100%. This has happened for a long time and the end users are used to changing to tanks when this occurs, or they move the knob back and forth to 30% then 100% and after several times it seems to unstick the valve."